Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the clips would not load onto the medium-large clip applier instrument during whipple procedure. When the surgeon clipped onto vessel and locked the clip, it would not release the clip to the vessel. The clip stuck onto the clip applier. There was no patient harm. Another instrument was used to release the clip from the applier and the clip applier was removed from the sterile field. The procedure was completed as planned with no reported injury.